Event description:
The patient in march 2006 at 10:30 pm got a reading of 400mg/dl from her adc meter medicated with 18cc of insulin. At 2:15 am the paramedics were called for hypoglycemia symptoms. The paramedics got a reading of 51mg/dl on their meter. She was brought to the emergency room and was treated for hypoglycemia.